Event description:
It was reported that one week following a thermal ablation procedure, the pt was readmitted with fevers and vaginal bleeding. A CT scan and a cbc showed endometritis. The pt was treated with IV antibiotics and was discharged twenty four hours later with oral antibiotics.

Manufacturer narrative:
Date sent to the FDA: 08/28/2008. Endometritis occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches sent as two events occurred. See also medwatch #2210968-2008-00746. The same pt is represented in each medwatch.